Event description:
The patient stated that during an exchange of insulin cartridges, she discovered a crack in the cartridge she was removing from the infusion device. She then place a new insulin cartridge into the infusion device and was able to complete a prime. She then discovered the new insulin cartridge was also cracked and insulin leaked into the cartridge compartment of the infusion device. She stated that she attempted to dry out the cartridge compartment, but he infusion device now has a partial display. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.